Event description:
It was reported that during a stenting treatment procedure, withdrawal difficulties occurred. The target lesion being treated was located in the severely calcified and moderately tortuous mid right coronary artery (rca). Rotational atherectomy was performed with a rotablator device. An unspecified size ion stent delivery system (sds) was advanced to the rca and deployed. A 3.00x28mm ion sds was then advanced to the rca, proximal to the previously placed ion stent and it would not cross the lesion. Multiple attempts to cross the lesion were made and at some point, the non-bsc guide wire "recoiled" and wire access was lost. It was decided to remove the 3.00x28mm ion sds. While withdrawing the device, the stent got stuck on the non-bsc guide catheter. The guide wire, guide catheter and ion sds were removed as a single unit. Once outside of the patient, the guide wire was removed from the guide catheter and the distal end of the sds catheter was cut off. The remaining proximal portion of the sds catheter was removed from the guide catheter and the same guide catheter was used to complete the procedure. The procedure was completed with the deployment of 2 additional ion stents. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus element/ion stent delivery system (sds) and stent with no original packaging or other devices. There was a blood like substance on the outer surface of the balloon. The balloon was tightly folded. The proximal end of the stent was 5 mm distal to the proximal markerband. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. There were bent and flattened struts on several rows of the proximal end of the stent. The inner shaft and balloon were separated 5 mm from the proximal balloon bond. The reported difficulty could not be confirmed and there is no evidence that the confirmed damage is attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure withdrawal difficulties occurred. The target lesion being treated was located in the severely calcified and moderately tortuous mid right coronary artery (rca). Rotational atherectomy was performed with a rotablator device. An unspecified size ion stent delivery system (sds) was advanced to the rca and deployed. A 3.00x28mm ion sds was then advanced to the rca, proximal to the previously placed ion stent and it would not cross the lesion. Multiple attempts to cross the lesion were made and at some point the non-bsc guide wire "recoiled" and wire access was lost. It was decided to remove the 3.00x28mm ion sds. While withdrawing the device the stent got stuck on the non-bsc guide catheter. The guide wire, guide catheter and ion sds were removed as a single unit. Once outside of the patient the guide wire was removed from the guide catheter and the distal end of the sds catheter was cut off. The remaining proximal portion of the sds catheter was removed from the guide catheter and the same guide catheter was used to complete the procedure. The procedure was completed with the deployment of 2 additional ion stents. No patient complications were reported and the patient's status is fine.